Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to visual and functional testing. The product failed during functional testing. Further investigation revealed that the dc to dc converter was defective. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a case, there was no video signal from the unit.